Event description:
Customer reports patient presented with post operative infection three weeks following ventral hernia repair. Antibiotics provided. Incision and drainage of wound site with wound vac and wet to dry dressing changes was conducted. Patient status is reported as unknown.